Event description:
It was reported that patient had to charge the implantable pulse generator (ipg) more frequently and has lost therapeutic effect. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.